Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported that a x-ray performed confirmed the broken fragment was not inside the patient and there was a procedural delay of twenty minutes. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.